Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(4). The valve resulted to be blocked and the radiopaque marker was dislocated. It was necessary to replace the valve. Repository number: (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the valve was visually inspected it was noted that the stator and the x ray dot were dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion was noted on the stator and the x ray dot. The cam magnets were controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3112 with lot 891353, conformed to the specifications when released to stock in 8th june 2001. The root cause of the corrosion could not be clearly determined. The root cause of the stator and x ray dot dislodgement could not be clearly determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.